Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a profunda femorus artery stenting treatment procedure, stent migration occurred. During the deployment of a 6x41x120mm epic vascular stent, the stent moved forward and missed the target lesion. No further actions were taken and the procedure was completed. No patient complications were reported and the patient¿s status is listed as fine. Additional information has been requested and is not available.